Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection and pocket erosion were observed. No intervention has been performed at this time. The patient was stable. Related manufacturer report number: 2017865-2019-16565, 2938836-2019-16330, 2938836-2019-16331.

Event description:
Additional information received that the infection was discovered due to purulent effusion and fistula around the post surgery scar. A culture was performed and discovered a local infection. The system was explanted and the patient received antibiotics to resolve the event. Related manufacturer report number: 2017865-2019-16565; related manufacturer report number: 2938836-2019-16330; related manufacturer report number: 2938836-2019-16331.